Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless implantable pulse generator (ipg) exhibited low sensing and high thresholds.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra model #: mc1vr01-delsys / expiration date: 28-dec-2019 / serial#: (B)(4), device available for evaluation: yes, dev rtn to MFR? No. Mfg date: 22-aug-2018. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), poor sensing and unacceptable thresholds were observed. The device was attempted to be recaptured but the delivery system could not track back onto the leadless ipg, so the tether was pulled to recover the device. A second leadless ipg was attempted but also exhibited poor sensing and thresholds. The delivery system could not recapture the device so the tether was pulled once again to recover the second device. The second leadless ipg was then placed with satisfactory testing, but the patient's blood pressure had dropped. It was found that the patient pericardial effusion and cardiac tamponade due to possible perforation or laceration during implant procedure. A pericardiocentesis was carried out and the second leadless ipg remains in use. No further patient complications have been reported as a result of this event.